Manufacturer narrative:
This report is for an unknown helical blade. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a sales consultant received information from one of his surgeons in regards to a trochanteric fixation nail case. The sales consultant has no further details and is awaiting further information. The x-rays reveal the blade of the nail has penetrated through the femoral head and the acetabulum. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: it can be seen that the blade of the nail has penetrated through the femoral head and the acetabulum. This report is for an unknown helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reported as (B)(6) 2015, it should have been (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.